Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history,device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed. Please note: this issue was reported due to cormet cup, but this was coupled with a thr with a large diameter mom head which is not cleared for sale in the USA (incident occurred outside of USA).

Event description:
Cormet revision.